Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. All catheters are 100% inspected at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the device was implanted on (B)(6) 2016. According to the report, during surgery review, the proximal catheter was found to have a break at the connection with the valve. The report stated that the site of the break was removed, but another break in the catheter occurred when the catheter was connected to the valve. It was reported that the device was explanted on (B)(6) 2016. Reportedly, there was no injury to the patient and the patient is doing well.

Manufacturer narrative:
The returned valve was patent. The valve met the requirements for reflux, pressure-flow, preimplantation, and leak testing. The returned peritoneal catheter was patent and met the requirements for leak testing. The returned ventricular catheter was patent. However it did not meet the requirements for leak testing due to a tear approximately 0.3 cm from the proximal end. It is unknown how or when this damage occurred. The instructions for use (IFU) that accompany the device cautions that low tear strength is a characteristic of most unreinforced silicone elastomer materials, and that care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks, or tears. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. All catheters are 100% inspected at the time of manufacture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.